Event description:
Wife (B)(6) on home tpn (total parenteral nutrition), infusion runs 24 times per day, bag and infusion set changed out once per day. Yesterday while changing bag (containing new day's supply of tpn fluid) and infusion set, immediately after removing the blue screw-cap (cover) on the end of the IV line, she noticed an apparent foreign body within the connector. The line had already been primed with the tpn fluid, which contained lipid, so the IV fluid is white in color. The foreign body appeared to be stuck in the male connector screw cap. She did not feel it was safe to pull out or somehow remove the apparent foreign body without contaminating the sterile fluid path, so we (carefully) unspiked the infusion set from the IV bag and set it aside, and re-spiked the IV bag with a different infusion set (which fortunately had no embedded foreign bodies or other notable defects). After finishing the connection process (using the required aseptic technique) and turning on the IV pump, we then took a photograph of the infusion set connector containing the foreign body. We then cut off the distal 2" or so of the IV line and put it in a (B)(6) container to preserve if anybody needs to see it. We do not know what the 'foreign body' is - it could be a piece of plastic that was somehow retained from the mfg process. Since the foreign body was in the 'screw cap' of the connector and not in the actual fluid path, it seems unlikely that it was a chunk of material from the IV fluid itself - its location made that clear. FDA safety report ID# (B)(4).